Event description:
In 2007, this pt was implanted with a gore excluder aaa endoprosthesis trunk and contralateral. A type ii endoleak was noticed and the physician chose to monitor the pt. Approx 10 mos later, a reintervention by another physician was performed to repair the type ii endoleak. At about three months later, another reintervention was performed for possible aneurysm sac enlargement with placement of coils in the inferior mesenteric artery and iodinated glue in the lumbar arteries. Further investigation is pending.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specifications. Type ii endoleak. Also implanted in the pt.